Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that while servicing the device the astral internal battery will not hold a charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was not returned to resmed for evaluation. Based on previous investigations of similar complaints, it was determined that the charging issue was due to an isolated component failure within the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident. (B)(4).